Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash under the device. There is no indication of a device malfunction that caused or contributed to the reported irritation. The patient's physician prescribed the patient clotrimazole cream and advised the patient to take off the device as needed. The patient reported that irritation improved.